Manufacturer narrative:
Updated with additional information.

Event description:
Additional information received. Pump upload confirmed the power supply test failed during self test alarm, and found a blood glucose reminder alarm, a battery has been removed alarm, as well as lost sensor and sensor signal not found alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a regional clinical manager that the customer received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 400 mg/dl at the time of the incident. The customer's family had heard beeps in the middle of the night during the incident. The customer experienced symptoms such as seizures, memory loss, and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer has not yet been reached. The insulin pump will not be returned for analysis.